Event description:
It was reported that in the ICU, the hub separated form the extension line. As a result, the catheter was removed and replaced without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Evaluation: a brown luer connector from a central venous catheter was returned for analysis with an attached stopcock and extension tubing set. The brown luer connector was disconnected form the stopcock for analysis under magnification. A fragment of catheter extension line tubing remains attached inside the luer connector, just below the surface of the connector. The end of the tubing is irregular and appears torn. The device history records for the catheter were reviewed with no findings relevant to this complaint. The reported complainant of a separated luer connector was confirmed through visual inspection of the returned sample. The catheter extension line tubing is torn where it enters the luer connector. The tearing is consistent with force applied to the tubing. Based upon the observed tearing and the report that the incident occurred during use, the potential cause is procedure and/or pt related.